Manufacturer narrative:
The field service rep determined the cause to be a misadjusted sample probe mechanism. He readjusted, realigned, cleaned and lubricated it. Calibration and qc were performed to verify the operation of the analyzer.

Event description:
User received analyzer alarms and noted erroneous results for five patient samples. One example was provided. The initial iron result was 3 ug per dl, repeat result was 74 ug per dl; initial phosphorus result was 0.1 mg per dl, repeat result was 4.4 mg per dl; initial uric acid result was 0.0 mg per dl, repeat result was 8.8 mg per dl. None of the erroneous results were reported to the physician.